Manufacturer narrative:
Clinical study device, no UDI, expiration date, or date of manufacture available.

Event description:
Clinical study patient diagnosed with capsular contracture baker grade 3, device was found to be ruptured upon removal. Left side device.